Manufacturer narrative:
(B)(4). Retainer ring=black. On (B)(6) 2022 customer called in with the following concern: customer reporting crack on the back of the pump that caused water to penetrate inside as he went underwater. P-cap locked in place properly during testing. Unable to perform displacement test due to constant pump error 38 during rewind. Proceeded by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor home switch causing the pump error 38 during rewind. During visual inspection of electronic assemblies moisture damage was also noted on pcb2 and force sensor flex connector. Unit also received with cracked case (battery tube), cracked battery tube threads, broken belt clip rails, cracked keypad at select button and scratched case. In conclusion customer allegations are confirm during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. In addition unit received with constant pump error 38 during rewind due to corroded motor home switch and corroded electronic assemblies during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The pump will not be returned for analysis.